Event description:
The customer reported the images displayed were not centered and lacked contrast. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimation was corrected. The system was then found to be operating as intended.